Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and insulin gauge displayed 75 units. There was no reported impact to the customer¿s blood glucose level.